Event description:
A malfunction alarm occurred with the customer's insulin pump, identified by a malfunction code that was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump. The customer was advised to return the malfunctioning pump using a pre-paid label and instructed on how to program settings and connect their continuous glucose monitor (cgm) to the new pump. The customer understood and acknowledged all instructions, including placing the pump into storage mode and returning it within a specified period.